Event description:
The event occurred in germany during treatment. It was reported that the hls set was primed immediately before use. There was no fault while priming. The set was de-aired, but on a later point air noises were heard within the centrifugal pump. The set was again de-aired till there was no air anymore. The patient was connected to the set. After the connection to the patient there was air visible within the pump and the arterial bubble sensor of the cardiohelp device recognized a bubble. There is no visible leakage on the hls set. The hls set was replaced during treatment. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Manufacturer narrative:
The event occurred in germany during treatment. It was reported that the hls set was primed immediately before use. There was no fault while priming. The set was de-aired, but on a later point air noises were heard within the centrifugal pump. The set was again de-aired. The patient was connected to the set after the second de-airing. After connected to the patient there was air visible within the pump and the arterial bubble sensor of the cardiohelp device recognized a bubble. There is no visible leak on the hls set. The hls set was replaced during treatment. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. The affected product was investigated in the getinge laboratory on 2025-08-11 with following conclusion: the reported failure could not be confirmed. During visual inspection no deviations were observed. The hls set could be primed without any difficulties and there was no air entry. According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubblesensor triggers a pump stop. Referring to the instruction of use of the hls set (chapter "safety instructions for the oxygenator") it is stated that the de-airing membrane must be open throughout priming to ensure safe de-airing of the oxygenator and to ensure that the de-airing membrane of the oxygenator is closed with the yellow protective cap during operation. The production records of the affected product were reviewed on 2025-08-20. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "air entry" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the hls set. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).